Manufacturer narrative:
Section e: initial reporter is unknown g2: the country of the event is japan g4: this product is not marketed in us but a similar device with product number: c01a with 510(k)# k041584 and UDI: (B)(4) is marketed in the us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lumbar interbody fusion therapy for lumbar spinal stenosis. It was reported that l2 to il (ilium) are fixed, and plif is performed on l3/4 and l4/5 in cy. After fusion material (fm) was placed at l2, l3, and l5 (va and ba were placed in the other locations), cement was placed, but since the images showed that cement had leaked into the blood vessel during injection into the l5 fm, cement placement was stopped and the rest of the procedure was completed as planned. There was no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that there was no malfunction reported for any products except the cement.